Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for peripheral arterial disease. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx device) were implanted in the bilateral iliac arteries using the kissing stent technique. Reportedly, the patient¿s blood vessels were tortuous. In (B)(6) 2021 (date is unknown), the patient presented with claudication and decreased abi bilaterally. It was identified that the vbx devices were collapsed bilaterally by CT. For repair, additional stents (smart®) were implanted using the kissing stent technique. It was noted that at time of reintervention the patient presented with kyphosis that wasn't present at the date of initial implantation.

Manufacturer narrative:
(B)(4). Gore requested further information on patient details, device serial number, and exact date of reintervention but that information was unavailable. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.